Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the display of the insulin pump was blank. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Battery cap contacts and battery compartment or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
After battery installation unit powered on with no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test, active current measurement test, and sleep current measurement test. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 14.0 received the lowbatteryalert (104) on 07/02/2025 00:07:00 faster than expected at 1.17 days. Battery cycle 5.0 received the lowbatteryalert (104) on 06/28/2025 15:49:00 after more than 7 days at 14.37 days. Battery cycle 4.0 received the lowbatteryalert (104) on 06/13/2025 20:30:00 after more than 7 days at 15.69 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that no moisture was found. The unit also came with a pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, cracked corner of belt clip rails, missing display window cover, and serial label missing. In conclusion, the customer¿s concern about the blank display was unconfirmed. However, using the baat tool, it was determined that the customer experienced an unexpected power loss of less than 7 days per the pump history records, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.